Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that pca pump was set up by two nurses and then it was started, all lights green and no errors showing. The clinicians checked in an hour later and the patient said that the dose request button was pressed. The rn checked the pca history and showed no demands or delivered doses. The rn tested the dose request button and did not activate pump to deliver a dose. A new pump was obtained and found to be operating as intended. The patient's pain did not increase during this time, but did not get better either. There was patient involvement but the information on patient impact was unknown.

Event description:
It was reported that pca pump was set up by two nurses and then it was started, all lights green and no errors showing. The clinicians checked in an hour later and the patient said that the dose request button was pressed. The rn checked the pca history and showed no demands or delivered doses. The rn tested the dose request button and did not activate pump to deliver a dose. A new pump was obtained and found to be operating as intended. The patient's pain did not increase during this time, but did not get better either. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Additional information: describe event or problem, device available for eval?, returned to manufacturer on, device return to manuf?, device eval by manufacturer?, if other specify, imdrf annex e,f,a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.